Event description:
It was reported by the customer that a motor error alarm occurred during the priming process. Troubleshooting was performed and the alarm history was reviewed. The insulin pump was able to be rewounded but failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.